Manufacturer narrative:
The device was received with the cannula assembly fully deployed; the pink slide insert was visible through the viewing window of the top housing. Upon opening the device, the mechanism rails were observed to be bowed and the release bar was observed to be in the downward position. The download data shows that the device had completed it's first priming sequence and remained in pod state 14, indicating activation had not finished. The needle mechanism was reset to the not deployed state and then manually rotated to deploy the cannula. The needle mechanism deployed as intended with no issues. No damages or defects were observed on the release bar. No abnormalities were found with the drive mechanism that would contribute to the needle deploying early. The cause of the needle deploying early could not be determined. It could also not be determined when and how the release bar moved to a downward position after the deployment of the device.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle deployed early when the pod was activated; this indicates a needle mechanism failure occurred. The pod was not worn.